Event description:
It was found during x-ray analysis that the s1 screw on the left side is broken. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation however a film was supplied for review which found: ap x-ray shows complex lumbar pelvic fixation with interbody devices at l4 and l5. The s1 screw on the left is broken.